Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. No missing segments or partial display noted. The insulin pump passed the self test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. The customer's blood glucose level was unknown. The customer reported that the insulin pump screen had scratches and they could not read the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.